Event description:
The reporter indicated the surgeon inserted and removed a cc4204a collamer aspheric single piece lens. The surgeon chose another lens. There was no patient injury, no sutures or additional surgery to the patient. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens was not returned. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens was not returned.